Event description:
It was reported that this tactra migrated and extruded through the glans; therefore, a revision surgery was scheduled for a later date, with the possibility of replacing the device. No further patient complications were reported.